Event description:
The rotator broke during the second injection while performing a left ventriculogram procedure. There was a funny sound at the first injection. Injector limit was 114 psi. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The complaint was not confirmed. A review of the device history record revealed no exception documents. Complaint database was reviewed and found one similar complaint for this lot number. Testing on similar devices was conducted in an effort to determine root cause. The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Method: similar devices have been tested, device history record was reviewed, complaint data base was reviewed.